Event description:
This is an ae arising from a lead management case. The fellow was lasing the rv lead (riata 1590 implanted on (B)(6) 2005) and had the sheath just past the svc coil when progression stalled. The consensus of the medical team is that this is the point at which the injury most likely occurred. Before the ae was noticed, the laser sheath was progressing smoothly with some adhesions noted along the lead with the lv lead. The ep took over the lasing. As he was lasing by the distal coil, a change in the patient's hemodynamics was observed and dr. (B)(6) noted the heart borders weren't moving as strong as they should have been. The echo showed blood in the chest cavity and a small hole at the svc/ra junction. A surgeon was already scrubbed in and present in the room, a regular cardiac or, and was able to initiate the sternotomy in less than two minutes from the time the injury was identified. The patient went on bypass 20 minutes after the sternotomy was made. The patient is recovering well.

Manufacturer narrative:
Hospital wanted to retain device.